Event description:
The customer reported an intermittent overload fault error message. This error causes the system to shut down. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable and battery were replaced and the generator was calibrated. The system was tested and found to be working as intended and returned to service.